Event description:
Information received from the field notes that during a routine follow-up, interrogation of the device resulted in an rrt message. The measured battery data was unstable at 2.62v, 12ua, and <1 kohms. The patient was pacemaker dependent and the device was replaced.